Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week post implant of the leadless implantable pulse generator (ipg), the patient experienced palpitations and chest discomfort. The pacing thresholds had increased since implant and were now high and resulting in a pacing failure. No problem was observed on the x-ray photograph in the implanting site and fluoroscopy did not confirm any issues such as movement caused by the heart beat or displacement from the implanting site. It was noted that ¿myocardial problem" was suspected. The outputs were adjusted on the ipg and it remains in use. No further patient complications have been reported as a result of this event.